Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the foot was deployed prior to confirmed backflow from the marker lumen. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, blood marking was achieved. The reported patient effects hemorrhage and thrombosis are listed in the proglide IFU as potential complications associated with the use of suture-mediated closure devices. The reported guide detachment and device entrapment appears to be related to downward force or torsional manipulation applied during use of the device. The reported patient effects of hemorrhage and thrombosis are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 6f sheath after an endovascular therapy (evt) interventional procedure. Reportedly, a 0.035 inch guide wire (gw) that used and remained inside the anatomy. The device was inserted into the anatomy over the gw; however, some resistance was noted. Therefore, the first device was removed out of the anatomy. A second proglide device was inserted over the gw and the gw was removed out of the guide wire exit port. The device was inserted further and back-flow was confirmed (back-flow was small amount due patient's low blood pressure). Foot was deployed. Due to the small amount of the back-flow, the device was pushed further in the state that foot kept opened. Back-flow was confirmed. The device attempted to be pulled back to position against the vessel wall; however, the device was stuck. The device attempted to be pushed/pulled and to be located to change the angle; however, the device could not be moved at all. When imaging was conducted, the device was noted to be separated around the marker port. A balloon was placed until surgery could be performed due to the bleeding. Surgical treatment was performed to remove the device, and surgical suturing was performed. At that time, considerable blood clot was noted, and thrombectomy was performed using an embolectomy catheter. No additional information was provided.